Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation also discovered the plastic distal end cover was burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the whitish foreign material was unable to be identified and the root cause was unable to be determined. We could not confirm the reprocessing status with the customer. The root cause of the burnt distal end cover was unable to be determined. The events can be prevented by following the instructions for use (IFU): -using endo therapy accessories. -inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.